Event description:
It was reported that this right ventricular (rv) lead oversensed noise leading to delivery of anti-tachycardia pacing by the associated implantable cardioverter defibrillator (ICD). Noise was also noted on the associated right atrial lead. The advanced age of the patient precluded rv lead extraction. A boston scientific technical services consultant discussed troubleshooting options. The noise was reproducible but impedance measurements were noted to be stable. A maximum energy shock was delivered, resulting in the device issuing a code that indicated a shorted condition. A new rv lead could not be implanted due to bilateral occlusion so the physician opted to implant a subcutaneous implantable cardioverter defibrillator and to program the ICD to vvi in order to provide backup pacing. No additional adverse patient effects were reported.